Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the right ventricular lead exhibited sensing noise. Programming changes were performed. The patient was in stable condition.